Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 43 mg/dl, 20 mg/dl, 240 mg/dl. Customer treated with food and glucose tablets for low blood glucose. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer does not allege over delivery. Customer stated that insulin pump had crack on reservoir and reservoir was able to lock in place. The device will be returned for analysis.